Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2014- patient was diagnosed with right inguinal hernia, thereby underwent open repair with implant of perfix plugs (device 1 and 2). Per op notes, ¿a large hernia sac with omentum was identified in the right inguinal region and dissected. A perfix plugs (device 1 and 2) was placed on the floor of the right inguinal region and sutured¿. (B)(6) 2017- patient was diagnosed with recurrent right inguinal hernia, thereby underwent robotic assisted laparoscopic repair with implant of synthetic mesh. Per op notes, ¿large hernias were identified trans-abdominally and a very large indirect defect with epigastrics was identified and dissected. The hernia was reduced and a synthetic mesh was placed covering the defect and sutured. The previously placed mesh (device 1 and 2) was found to be folded up and balled up and was deployed and sutured¿.